Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace. No generated if minute event is not received from motor processor or the sw watchdog task is not running properly, no the main arm cannot communicate with the motor arm and no the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarm during test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarm. The customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.